Event description:
It was reported that the patient presented from home after their spouse reported their pump had stopped because the batteries ran out. The spouse connected batteries, and the pump turned back on, but the patient was persistently low flowing. At the outside hospital, the patient was found to be hypokalemic, hyponatremic and had a profound metabolic acidosis with lactate 19. When the patient arrived at the hospital, they had flows 2.3-2.5 liters per minute (lpm), high pulsatility index (pi) and normal power. Initially thought to be a possible pump thrombosis or outflow graft clot, however with intravenous fluids (ivf), levophed (norepinephrine) and improved blood pressure (bp), the patients flow improved to 4-4.2 l/min. An echocardiogram demonstrated normal left ventricular (lv) size with normal right ventricular (rv) size and function. There was no evidence of aortic insufficiency or mitral regurgitation. The patient was acidotic which improved with intravenous bicarbonate. Review of their pump log file showed that the last recorded episode was at 9:00 am on (B)(6) 2024, and the remaining log file was from 01jan after the pump restarted. Reviewing the log file demonstrated that the flows had been less than 3 lpm since 25oct2024 with high pi going back to the beginning of october. The patients flow had generally been 3 - 3.5 lpm. It was reported that for 3 weeks the patient had been feeling poorly since their flu vaccine. They were profoundly hypovolemic with small inferior vena cava (ivc), hyponatremia, hypokalemia, hyperglycemia and a lactate of 19. After replacement began, they became more obtunded and confused with agonal breathing. The patient was intubated and had recurrent low flow alarms. Their blood pressure was elevated to 110 mmhg, levophed was adjusted and their flows stabilized. They were transferred to critical care unit then to cardiovascular intensive care unit. They began having recurrent low flows that again improved with ivfs and levophed after they were placed in the trendelenburg position. Log files were submitted for review, and the periodic log file captured a pump stop around 9:30 am on (B)(6) 2024. The exact time or how long the pump was off could not be determined because there were constant invalid system controller clock alarms that overwrote the pump stops in the event log file. The patient was noted to have been sleeping on batteries throughout the duration of the log file. Following reconnection and prior to the pump losing power, the log file captured multiple low flow alarms. On (B)(6) 2024 it was stated that the cause of the low flow alarms was confirmed to be hypovolemia. The alarms resolved with fluid resuscitation. It was stated on 14nov2024 that the site believed the patient got intoxicated and passed out, thus batteries dying and they did not hear the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events consistent with a total loss of power to the system resulting in a pump stop as well as multiple low flow hazard alarms. According to the account, it was believed that the patient was intoxicated and passed out, resulting in a full depletion power. The account also indicated that the cause of the low flow hazard alarms was hypovolemia. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of hypovolemia, acidosis, hyponatremia, hypokalemia, and hyperglycemia could not be conclusively established through this evaluation. The system controller event log file captured a controller clock corrupt alarm throughout the majority of the file with an associated corrupt date of (B)(6)2000. The last two events were dated (B)(6) 2024, after the controller clock appeared to be synchronized to the correct date and time. Several, transient low flow hazard alarms were captured with associated estimated flow values ranging from 2.2-2.4 lpm. Slightly elevated pi values were captured during the low flow events. A recovery in estimated flow to 3.4-3.5 lpm was captured in the final several events. No other notable events or alarms were captured. The pump appeared to function as intended. The system controller periodic log file contained data from (B)(6)2024, per the timestamps. Additional data was captured following this timeframe; however, the controller clock was corrupt during this time. Low power advisory followed by no external power alarms were captured in the final four lines of data recorded (B)(6) 2024 (addressed under the system controller investigation). The controller clock was corrupt immediately following these lines of data. The observed events are consistent with the patient fully depleting their 14 volt batteries as well as the system controller backup battery, resulting in a pump stop. The duration of the pump stop could not be determined due to the controller clock resetting upon the restoration of power. The file also captured multiple low flow hazard alarms on (B)(6)2024 as well as after the controller clock reset. No other notable events or alarms were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section states that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 2 of the IFU, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 5 of the patient handbook also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ no further information was provided. The manufacturer is closing the file on this event.